Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
E3: occupation: manager the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor was closing after a transcatheter aortic valve replacement (tavr) using an angio-seal device. The device failed to pull back once ready to seal. It appeared like the suture locked up. The doctor performed the correct trouble shooting to cut the tube and use the remaining suture to successfully deploy the angio-seal. The patient was successfully closed and did well. The estimated blood loss was less than 250cc. Additional information was received on 01aug2025: the procedure sheath being used was a 14fr so angio-seal was used in conjunction with a perclose which is off label. There were no difficulties with access. They looked to see that the artery was clear and appropriate for deployment. The patient was stable and did well post procedure.